Manufacturer narrative:
Results: the catrx was fractured approximately 3.0 cm from the hub. The catrx was fractured; therefore, functional analysis could not be performed. Conclusions: evaluation of the returned catrx confirmed a fractured device. If the device is forcefully manipulated at extreme angles, damage such as a kink may occur. If a kinked device is further manipulated, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx kit (kit). During the procedure, while attempting to retract an indigo system cat rx (catrx) after completion of a pass, the catrx separated at the hub. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.